Event description:
The event was reported as: the applier failed to open and discharge clips. No patient injury reported.

Manufacturer narrative:
The device sample was not received for evaluation at the time of this report. The results of the investigation are not available at the time of this report.